Manufacturer narrative:
Correction to field e3: occupation. Field was corrected from non-healthcare professional to other health care professional in this report. The blazer prime xp catheter was returned to boston scientific for analysis. Upon receipt at the boston scientific post market laboratory the device underwent visual inspection, functional testing, and continuity testing. The device did not have visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device performed under specification during the continuity test. The reported clinical observations were not confirmed by the device analysis.

Event description:
It was reported that prior to a procedure a blazer prime xp was selected for use. The catheter exhibited signal distortion on the distal channel, and it was impossible to begin the procedure. The device is expected to be returned for analysis. This report is being sent due to the procedure cancellation.

Event description:
It was reported that prior to a procedure a blazer prime xp was selected for use. The catheter exhibited signal distortion on the distal channel, and it was impossible to begin the procedure. The device is expected to be returned for analysis. This report is being sent due to the procedure cancellation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.